Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported on 13-may-2026, that the patient's five infusion sets cannula were bent, leading to a high blood glucose level and treated with correction bolus via pump.